Manufacturer narrative:
Philips service replaced the pd. Scomp.dcps_24v_12v_5v and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment. (Reference: gen2400312)

Event description:
It was reported to philips that geometry movement was unavailable due to a 12v psu failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.